Manufacturer narrative:
P-cap / reservoir locks properly into place. Unit received with cracked case (battery tube), cracked case-corner of belt clip rails and broken battery tube threads. Unit received with blank display due to battery unable to lock in properly due to broken battery tube threads (B)(4).

Event description:
Information received by medtronic indicated that battery compartment was cracked. The customer stated that top ring of battery compartment was cracked and also it was taped. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.